Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act, down and up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers were scrolling on the insulin pump's screen when attempting to enter their carbohydrates. The customer's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump may have been exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.